Manufacturer narrative:
Device / manufacturing investigation summary ¿ the blade was forwarded to the manufacturing site, there a re-inspection was performed and it was found that the blade is functional as required. Based on these findings it is likely that the cause of failure is not due to any manufacturing non-conformances. Based on the provided information and without the other involved parts we are not able to determine the cause of this occurrence. DHR review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. The reported part can be assembled and disassembled without any problems. Based on this the complaint is rated as not confirmed and not valid from the manufacturing point of view. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Device was not implanted or explanted during the surgical procedure on (B)(6) 2015. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the united states. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: manufacturing location: (B)(4)- manufacturing date: june 23, 2015 - expiry date: june 1, 2025. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a surgical procedure on (B)(6) 2015. When the surgeon attempted to introduce the proximal femoral nail antirotation (pfna) blade into the nail, the blade would not lock. A new blade was used to complete the procedure with a thirty (30) minute delay. This report is 1 of 2 for (B)(4).